Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A follow-up call was made to the reporting person who confirmed that through troubleshooting with olympus technical support and reconnecting the scope to the device there was no error. The event was not able to be replicated and the error has not occurred since. Based on the results of the investigation, the cause of the event was likely caused by communication failure due to the scope not being fully seated. The root cause of why the scope was not connected properly could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support. A cause for the reported problem could not be determined through troubleshooting. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error was generated during a procedure. The problem, as reported to olympus, was first identified during the last 15 minutes of a procedure. The intended procedure is unknown. The intended procedure was completed after a delay of approximately 15 minutes. The procedure was completed using similar equipment. As reported to olympus, there was no patient injury that occurred and no patient medical intervention, associated with the event, was required.